Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis, as listed in the mitraclip ntr/xtr, instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the thrombosis. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the thrombus noted during the procedure. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). After the transseptal puncture was obtained heparin was administered. The activated clotting time (act) was 274 seconds. The first mitraclip was implanted without incident reducing mr grade to 3. The act was 207 seconds (below therapeutic range of above 250 seconds); therefore, an additional 3000 units of heparin was administered. The act increased to 255 seconds. When the second mitraclip was being advanced to the mitral valve, a thrombus was noted on the second mitraclip. The undeployed mitraclip was removed and retracted into the steerable guide catheter, but the thrombus was no longer on the clip. It is suspected that the thrombus was inside the steerable guide catheter. There was no thrombus in the patient. The procedure was completed with mr grade 3 and one mitraclip. No additional mitraclips were implanted after the thrombus was noted. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.